Event description:
It was later reported the cause of the event was a placement issue and the event was attributed to the ¿programmer¿. It was stated there were no abnormal impedances and the patient¿s device was uncomfortable were it was. It was noted a revision occurred on (B)(6)-2013 and they moved the battery site. Reportedly, the patient did not require hospitalization and their outcome was reported as no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09fuf, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was recovering from their procedure and they were uncomfortable since implant. It was stated a couple of weeks prior to report the patient opened the door during a lightning storm and felt a shooting pain go up their spine. It was noted the patient was going to be having another surgery to correct the issue caused by this event.